Manufacturer narrative:
Analysis of the extension (B)(4) found the conductors were broken and extension segmented 27.8cm from the proximal end.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (b)(6 2012, explanted: (B)(6) 2016, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative (rep) reported that an extension insulation was damaged, resulting in low impedance when an implantable neurostimulator (ins) was replaced. A plasma blade was used to dissect the ins out. There were no patient symptoms reported the extension was replaced and will be returned. The ins was indicated for parkinson's dual/movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.